Event description:
It was reported that the intraocular lens (iol) was removed and replaced (explanted) during the initial procedure and an incision enlargement was required. The lens was replaced with another model lens. No further information was provided.

Manufacturer narrative:
The returned sample was inspected at the manufacturing site under 10x microscope magnification. Visual inspection revealed surface residue adhering to both sides of the optic body with evidence of viscoelastic, ophthalmic viscosurgical device (ovd) compatible with handling, such as during the implant and explant process. The lens had distorted haptic and torn optic. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing for this serial number were within specifications and in compliance. No deviations or non-conformances (ncr) related to the customer claim were generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.